Manufacturer narrative:
Corrections: f10: device codes h6: device codes h6: evaluation results codes h10: investigation results block b3 (date of event): date of event was approximated to (B)(6), 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter address 1): (B)(6), block e1 (initial reporter city): (B)(6), block h6 (device codes): problem code 2907 captures the reportable investigation results of shrink sleeve detached. Block h10: visual examination of the returned device revealed that the shrink sleeve detached from the sensor wire and was coiled. Additionally, only the shrink sleeve part was returned. Based on the complaint information the issue was noted during inspection prior to being used in the patient. The failure modes noted (shrink sleeve was detached & coiled) could have been caused due to interaction with other devices used in the procedure. Handling/manipulation of the device and procedural factors involved could have induced the failures observed. The customer did not return the sensor wire complete, only shrink sleeve part was returned, therefore, no further investigation could be performed. During laboratory test, the length of shrink sleeve was measured and it was found within specification. Therefore, this investigation determines that the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a detached part of sensor wire guidewire was found inside a non boston scientific endoscope. According to the complainant, before sterilization of the non boston scientific endoscope, it was inspected and a guidewire was advanced into the working channel. A foreign object came out and suspected to be part of a sensor wire guidewire. Reportedly, this event occurred before a procedure. The device was returned, and the investigation results revealed that shrink sleeve was detached; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Visual examination of the returned device revealed that the shrink sleeve detached from the sensor wire and was coiled. Additionally, only the shrink sleeve part was returned. Based on the complaint information the issue was noted during inspection prior to being used in the patient. The failure modes noted (shrink sleeve was detached & coiled) could have been caused due to interaction with other devices used in the procedure. Handling/manipulation of the device and procedural factors involved could have induced the failures observed. The customer did not return the sensor wire complete, only shrink sleeve part was returned. Therefore, no further investigation could be performed completely along the device. During laboratory test, the length of shrink sleeve was measured and it was found within specification. Therefore, this investigation determines that the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed, and from the information the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a detached part of sensor wire guidewire was found inside a non boston scientific endoscope. According to the complainant, before sterilization of the non boston scientific endoscope, it was inspected and a guidewire was advanced into the working channel. A foreign object came out and suspected to be part of a sensor wire guidewire. Reportedly, this event occurred before a procedure. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.